Event description:
Peripheral coils (3) would not deploy - the coils were removed with no harm to the patient. New coils were placed without incident or harm to the patient. Manufacturer response for coils, concerto helix coils: 3mm x 8 cm (1 ea.) & 2mm x 8cm (2 ea.) (Per site reporter). Clinical site communicated to the manufacturer and coordinates directly with regarding the return of the product.